Event description:
It was reported that after use of the reload during a gastric sleeve procedure, there was blood loss at the first segment of the gastric sleeve where the black reload was used and the patient experienced acute abdominal pain. An additional surgical operation was required to control the bleeding, during which the staple line was reinforced with clip applier. A further surgical procedure was performed for pain management. The patient required extended hospitalization.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after use of the reload during a gastric sleeve procedure, there was blood loss at the first segment of the gastric sleeve where the black reload was used and the patient experienced acute abdominal pain. An additional surgical operation was required to control the bleeding, during which the staple line was reinforced with clip applier. A further surgical procedure was performed for pain management and it was noted that an ultrasound was done. The patient hospitalization was extended by one additional day.